Manufacturer narrative:
Our quality engineer was able to verify the reported complaint. Although no sample or picture was provided, the complaint was able to be verified after analysis of batch history and nonconformities. A maintenance order was performed to centralize the bars and align the pins of the station. During the investigations it was possible to determine that the activation failure occurred due to misalignment of zone # 5, station 5.54.4, damaging the "grip" component and consequently causing the activation failure, according to (B)(4).

Event description:
It was reported that the safety mechanism did not activate on the bd insyte autoguard shielded IV catheter during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism did not activate on the bd insyte¿ autoguard¿ shielded IV catheter during use. There was no report of exposure, injury, or medical intervention noted.